Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer hospitalized due to hypoglycemia and a 2 day coma. The customer's husband stated that prior to the event, the customer had blacked out and fallen down the stairs, severely damaging the insulin pump. Nothing further was reported.